Event description:
It was reported that a pt sustained hypertrophic scarring and hypopigmentation in the perioral area after treatment for perioral rhytids with an ultrapulse encore laser.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist concluded that the device operated to mfg specifications. No related device malfunctions were reported or observed. A review of product labeling concluded the probable root cause of the reported events to be failure to perform a test patch on the pt prior to treatment in contradiction to product labeling.